Event description:
It was reported that the device worked for a little less than six months following implant. Then the patient experienced a lead migration after losing 80lbs. The patient underwent a lead revision.